Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 504 mg/dl. Customer had symptom of her heart racing. Customer reported absence of no delivery alarm. Customer also reported that very little data was downloaded at the healthcare professional's office. High blood glucose troubleshooting was performed. Due to treating for high blood glucose, customer's blood glucose dropped to 43 mg/dl. During troubleshooting, it was found that time and date were incorrect, which may be the reason why little data was received in doctor's office. Customer states that insulin pump did not pass high pressure test. When taken again, insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.